Event description:
It was reported to medtronic minimed that the customer experienced crack on the backside of the battery compartment. The customer reported hyperglycemia and was treated with an insulin pump. Troubleshooting was performed and advised the customer to return the pump. The event involved product(s) mmt-1712k. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. The customer discontinued using the insulin pump. Mmt-1712k was requested and customer returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. Unit was successfully downloaded using thus for history files and traces. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked reservoir tube lip, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded and stained) and scratched case. Cosmetic damage by the battery was not confirmed, however, other cosmetic damage was noted. No device problem was found during functional testing. Unable to verify customer alleged for high bgs. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.